Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 145-395 (mg/dl) range. System check with tandem technical support indicated that the pump was performing as intended. Customer administered correction boluses to treat bg levels.